Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported there was an over infusion of heparin in half-normal saline 100 units/ml with a total bag volume of 250ml. Programmed manually using guardrails drug library the volume to be infused (vtbi) was 40.4ml in the 4 hours. The initial heparin infusion rate was 12 units/kg/hr, 10.1ml/hr. Sodium chloride 0.9% (ns) was also infusing at 75ml.hr. The actual amount of heparin that infused was 250ml in four (4) hours and 2 minutes. The heparin drip was discontinued, the patient was monitored, and labs were drawn. Customer states "there was no physical symptoms or lasting harm". There was patient involvement, but no harm. Bd received additional information: the customer reported the "upper hinge of the platen was broken/completely sheared off". Although requested the physical sample has not been sent to the manufacturer of this date.

Event description:
It was reported there was an over infusion of heparin in half-normal saline 100 units/ml with a total bag volume of 250ml. Programmed manually using guardrails drug library the volume to be infused (vtbi) was 40.4ml in the 4 hours. The initial heparin infusion rate was 12 units/kg/hr, 10.1ml/hr. Sodium chloride 0.9% (ns) was also infusing at 75ml.hr. The actual amount of heparin that infused was 250ml in four (4) hours and 2 minutes. The heparin drip was discontinued, the patient was monitored, and labs were drawn. Customer states "there was no physical symptoms or lasting harm". There was patient involvement, but no harm. Bd received additional information: the customer reported the "upper hinge of the platen was broken/completely sheared off". Although requested the physical sample has not been sent to the manufacturer of this date.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was an over infusion of heparin in half-normal saline 100 units/ml with a total bag volume of 250ml. Programmed manually using guardrails drug library the volume to be infused (vtbi) was 40.4ml in the 4 hours. The initial heparin infusion rate was 12 units/kg/hr, 10.1ml/hr. Sodium chloride 0.9% (ns) was also infusing at 75ml.hr. The actual amount of heparin that infused was 250ml in four (4) hours and 2 minutes. The heparin drip was discontinued, the patient was monitored, and labs were drawn. Customer states "there was no physical symptoms or lasting harm". There was patient involvement, but no harm. Bd received additional information: the customer reported the "upper hinge of the platen was broken/completely sheared off". Although requested the physical sample has not been sent to the manufacturer of this date.